Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point. No corrective or preventive actions can be implemented until the investigation has been completed. With regard to this event, log files were received for review. Please be informed that the investigation is being continued in order to determine a (root) cause if possible.

Event description:
It was reported that during procedure the eva froze and needed to be reset in order to continue surgery. The surgery took longer than anticipated as a result of this incident and we were informed that the patient experienced minor hypotony.

Manufacturer narrative:
With regard to this event an eva surgical system was inspected on location and logfiles were provided for review. Review of the logfiles did not reveal any anomalies. Based on the logfiles, it could not be confirmed that the irrigation stopped spontaneously or that the irrigation dropped below the set point. Inspection of the eva surgical system on location did not reveal any anomalies regarding the reported event. Also, review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. Based on the investigation results, a malfunction of the eva surgical system could not be confirmed. Possible causes for the reported event could be an issue with the consumables used or an unintended use error. However this cannot be determined conclusively. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
It was reported that during procedure the eva froze and needed to be reset in order to continue surgery. The surgery took longer than anticipated as a result of this incident and we were informed that the patient experienced minor hypotony.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point.

Event description:
It was reported that during procedure the eva froze and needed to be reset in order to continue surgery. The surgery took longer than anticipated as a result of this incident and we were informed that the patient experienced minor hypotony.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point. No corrective or preventive actions can be implemented until the investigation has been completed. With regard to this event, logfiles were received for review. Review of the logfiles did not reveal any anomalies regarding the reported event. Please be informed that the investigation is being continued in order to determine a (root) cause if possible. The customer was requested to provide additional information and respond on the reminders related to return of the device for investigation.

Event description:
It was reported that during procedure the eva froze and needed to be reset in order to continue surgery. The surgery took longer than anticipated as a result of this incident and we were informed that the patient experienced minor hypotony.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point. No corrective or preventive actions can be implemented until the investigation has been completed. In regard to this event, logfiles were received for review. Review of the logfiles did not reveal any anomalies regarding the reported event. The customer confirmed has that the product subject to this complaint will be returned for investigation. Please be informed that the investigation will be continued after the product is received.

Event description:
It was reported that during procedure the eva froze and needed to be reset in order to continue surgery. The surgery took longer than anticipated as a result of this incident and we were informed that the patient experienced minor hypotony.